Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured while removing it from the joint.

Manufacturer narrative:
Visual inspection of the returned ps tasp top confirmed that the component had fractured on the medial side of the post. Both of the fractured pieces were returned. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.